Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump shut off after battery replacement and alarmed battery out limit. Customer's blood glucose was 203 mg/dl. The issue was resolved upon troubleshoot. Advised customer the battery cap would be replaced. No further information provided.